Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Per reporter the residual volume was 7 ml, the rate was 2.1 ml/hr, and the amount given was 91.5 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.